Event description:
It was reported the pt has been diagnosed with an si joint issue and his scs system is no longer working for him. The pt stated he may have his scs system removed, but is undecided at this time. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.